Manufacturer narrative:
(B)(4).: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305106. Lot#: unknown. It was reported by the customer plunger plugging when trying to inject as reported by retina physicians in ivey. This has happened a few different times to the physicians. This complaint is being brought forward by the products end user. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint category: fail to function / defective. Incident date: (B)(6) 2023. Plunger plugging when trying to inject as reported by retina physicians in ivey. This has happened a few different times to the physicians. Lot #: n/a sample: n/a photo: n/a. Please note: this complaint is being brought forward by the products end user. Patient injury: no. Qty affected: 1 ca. Samples available? No.